Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the previous report. This supplemental is being sent to show the patient underwent explant and additional surgical procedures following implant of the bard/davol ventralex st hernia patch. The medical records indicate the patient experienced a inflammation/reaction to the mesh and adhesions. Both inflammation and adhesions are listed as possible known adverse reactions in the instructions-for-use. Based on the previous multiple abdominal procedures and the patient's medical history of endometriosis which can cause the surrounding abdominal tissue to become inflamed and swollen, it can not be determined to what extent the bard/davol ventralex st mesh could have caused or contributed to the problems experienced post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 - this is a patient with a surgical history of multiple c-sections, an appendectomy and multiple unspecified abdominal surgeries. Patient was diagnosed with a ventral hernia and underwent implant of a bard/davol ventralex st hernia patch for repair of an open ventral hernia. On (B)(6) 2014 - patient visited hospital ER with complaints of intermitted abdominal pain since the umbilical hernia repair in november. A CT scan was of the abdomen was performed which was negative for any findings. Patient was discharged and advised to follow up with surgeon. On (B)(6) 2014 - patient was diagnosed with abdominal adhesions to the mesh causing the patient to have abdominal wall mass and pain. Patient underwent a laparoscopic lysis of adhesions. Per the op report details, "dense adhesions of the omentum to the anterior abd wall from the patient's previous hernia repair were noted. The patient's pain and mass in the periumbilical area were due to inflammation from the mesh and from the omentum. It was recommended if the patient's pain did not improve an open operation to remove the mesh and complete component separation hernia technique should be performed. On (B)(6) 2014 - patient was diagnosed with an abdominal wall mass with possible endometrioma. The patient underwent excision of abdominal wall mass including skin, fat and rectus fascia. Per op details there was no evidence of any fascial defect or re-herniation. On (B)(6) 2014 - patient was diagnosed with adhesions "malfunctioning mesh" and pelvic congestion. Patient underwent diagnostic laparoscopy with excision of the bard/davol ventralex st hernia patch. Per the op details, it was noted that the patient had a significant amount of reaction to the mesh, more than would be expected. Due to the inflammation/abnormal reaction to the mesh, the mesh was excised and a non-bard/davol biologic graft was implanted.

Event description:
The following was reported by the patient's attorney: it was reported the plaintiff was implanted with a bard/davol ventralex st hernia mesh patch during a repair procedure. It was reported the bard/davol ventralex st hernia mesh remains in place and continues to cause undefined complications.

Manufacturer narrative:
Not returned to manufacture.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient was implanted with a bard/davol ventralex st mesh during an unspecified pelvic repair procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.